Event description:
It was reported the patient's system was unable to go into MRI mode and x-rays revealed migration of both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Manufacturer narrative:
Correction: b5. Correction: e1 - initial reporter's phone number was incorrect. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a motor vehicle accident, the patient experienced ineffective therapy and was unable to place their system into MRI mode. Imaging revealed migration of both leads. As a result, surgical intervention may be undertaken to address the issue.